Event description:
It was reported that pump experienced malfunction with a software error message, and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and caller acknowledged instructions.